Event description:
It was reported that the coating on a connect guide wire was being advanced through an 0.18" crossing catheter when it became stuck. Upon removing the wire, the coating was stripped off. No additional information was provided.

Manufacturer narrative:
We are waiting on the sample device to be returned to complete the investigation.